Manufacturer narrative:
The review of device history records confirmed that the prosthesis sn (B)(4) was conforming to all specifications at the time of manufacture and release, including a function test of the valve in a hydrodynamic tester. The visual inspections performed on the returned valve confirmed the absence of manufacturing defects. The subject prosthesis was characterized by regular mechanical, kinematic and hydrodynamic behaviour as determined by means of hydrodynamic tests performed on the returned valve. The surgeon, after the removal of the subject valve (i.e. Size 27), finally implanted a prosthesis size 25 (same model m7 and brand cphv) without problem. Phenomena of partial leaflet immobilization, inducing an opening/closing difficulties immediately after implant, have been described in the clinical literature relatively to: · cardiac output very low from low contractility of the heart during the immediate post-bypass phase. For that reason we can consider patient's physiology/anatomy as possible cause; · to impingement by remnants of the native valve (i.e. Chordal or papillary muscles). For that reason we can consider issue in the sizing and or positioning procedure as possible cause.

Manufacturer narrative:
Device history record review and mechanical evaluation of the device is ongoing.

Event description:
The company was notified on (B)(6) 2016 about an issue related to a carbomedics standard mitral valve (model m7-027, (B)(4)). On (B)(6) 2016 dr. (B)(6) after implanting a carbomedics mitral standard realized that one of the two leaflets was blocked. Then he explanted the valve and gently tried to move the leaflet which started moving. So, he decided to return the valve to the manufacturer for an expertise. Finally he implanted a carbomedics standard mitral valve m7-025.